Event description:
It was reported that during a lower-extremity percutaneous transluminal angioplasty, a shaft detachment occurred. Access was obtained via the femoral artery. The 90% target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was used to dilate the target lesion. During preparation, when the balloon protector was removed using a straight force the shaft was detached. The procedure was completed with another of same device. No patient complications were reported and the patients' condition is good.

Manufacturer narrative:
Device evaluated by manufacturer a visual examination of the returned unit confirmed a shaft detachment at 26.1cm from the catheter tip. Stretching was present from 24.5cm to the break site. This type of damage is consistent with excessive tensile force applied to the shaft during attempts to remove the balloon protector. The balloon protector was returned partially over the balloon. It was not possible to apply a vacuum to the balloon as the shaft was broken however during returned device analysis the balloon protector was removed from the balloon with no resistance. A visual and microscopic examination observed no damage to the tip, balloon, or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a lower-extremity percutaneous transluminal angioplasty, a shaft detachment occurred. Access was obtained via the femoral artery. The 90% target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was used to dilate the target lesion. During preparation, when the balloon protector was removed using a straight force the shaft was detached. The procedure was completed with another of same device. No patient complications were reported and the patients' condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).